Event description:
Surgeon is reporting an inlay luxation. Patient received a hip-tep in another hospital on (B)(6) 2020. A pe lipped liner was inserted. Since (B)(6) 2023, the patient reported crunching and pain in the hip without trauma. Radiologically, the case appeared to be inlay wear. However, intraop inlay dislocation was found. The inlay was plastically deformed.

Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic and x-ray evidence was able to confirm the disassociation event of the liner and the cup. However, it was not possible to observe wear of the polyethylene liner with the provided evidence. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿surgeon is reporting an inlay luxation. Patient received a hip-tep in another hospital on (B)(6) 2020. A pe lipped liner was inserted. Since (B)(6) 2023, the patient reported crunching and pain in the hip without trauma. Radiologically, the case appeared to be inlay wear. However, intraop inlay dislocation was found. The inlay was plastically deformed.¿ the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection from attachment (B)(4). Review of the photographic and x-ray evidence was able to confirm the disassociation event of the liner and the cup. However, it was not possible to observe wear of the polyethylene liner with the provided evidence. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the pinn mar +4 10d 32idx50od may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: pinn mar +4 10d 32idx50od product code: 121932150 lot number: j74d05. 1) quantity manufactured: (B)(4), 2) date of manufacture: 2020-03-16, 3) any anomalies or deviations identified in DHR: no non-conformances were identified 4) expiry date: 2025-02-28, 5) IFU reference: 090200701 IFU tot.